Event description:
The letter alleges the right front leg fractured and broke, "causing a severe subdural hematoma and other injuries".

Manufacturer narrative:
Manufacturer received a notice from an attorney alleging a product malfunction resulting in an alleged serious injury. Past history with similar products indicates that user instability and sudden / improper device loading is the most likely cause of this incident. Product has not been returned for evaluation at this time so, it is unknown if a malfunction occurred or if other factors such as misuse, abuse or user error contributed to this incident. Device has not been returned at this time. MDR filed based on alleged serious injury.